Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release.

Event description:
A healthcare professional reported the customer experienced a loss of consciousness and the adc freestyle libre sensor detached from his arm after 1 day of wear. The customer was unable to monitor his glucose levels and required third-party treatment. A blood glucose result of 69 mg/dl was obtained on an hcp meter and customer was injected with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer experienced a loss of consciousness and the adc freestyle libre sensor detached from his arm after 1 day of wear. The customer was unable to monitor his glucose levels and required third-party treatment. A blood glucose result of 69 mg/dl was obtained on an hcp meter and customer was injected with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.